Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing extension set is not priming. The following information was provided by the initial reporter: priming tubing set, when drug made it to the filter it would not prime. Tried to back prime through filter and still unable to get it to prime.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 15-feb-2023. H6: investigation summary three used samples (model # 20350e) were returned for quality investigation by the customer. It was reported by the customer that the filter is leaking and not priming. Prior to functional testing the sets were visually examined for defects and abnormalities. No other defects or abnormalities were observed. The set were connected to a 10 ml bd syringe filled with blue dart solution and attempted to be flushed. The set of lot # 22089179 was attached to an IV bag filled with saline solution and allowed to prime using gravity. There was no priming issue observed. A device history record review for model 20350e and lot number 22089179 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lots.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing extension set is not priming. The following information was provided by the initial reporter: priming tubing set, when drug made it to the filter it would not prime. Tried to back prime through filter and still unable to get it to prime.